Event description:
Matristem surgical matrix psmx device was used in the patient during a hand assisted ventral hernia repair procedure. On a yet to be determined date post-surgery, the patient developed a fluid pocket between the device and peritoneal wall at the hand assisted site. The assigned acell sales rep was informed by the surgeon that the patient had reportedly experienced pain and/or symptoms of fluid accumulation. Consequently, the surgeon drained or irrigated the surgical site.

Manufacturer narrative:
Physician first contacted the applicable acell, inc., area sales manager about this patient. The sales manager forwarded the info pertaining to this patient to the respective product manager and qa manager. This MDR is being submitted due to the reported presence of infection in the patient, and the described intervention of drainage or irrigation that occurred post-placement of device. At the time of this report, no add¿l info is available. Based on its review thus far, acell is unaware of any clinical or pathological evidence indicating its product was related to the above described intervention. Acell is continuing to investigate to obtain further info.